Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she started using the sensor today and it gave her a threshold suspend alarm when her blood glucose was low. Customer stated that it has not changed within an hour and it still thinks that she is low. Customer restarted the basal. Customer was having differences between blood glucose and sensor glucose readings. Customer's blood glucose value was 147 mg/dl and the sensor glucose reading was unknown. Troubleshooting was performed and the customer was advised to wait to reconnect the sensor when they awaken. Customer will be shipped a replacement sensor.